Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said that a few times since the end of june he has received a screen on his recharger insr w/a doctor's face. Pt was unsure of the code on the screen. Pt said that yesterday he could feel his stimulation and today his ins is depleted and he isn't able to charge his ins. The pt said that he receives "reposition antenna" screen when he tries to charge his ins. Pt said that he read on the internet how to do al and he does it often to find his "alignment" to find the best spot to put his insr antenna in relation to his ins. He kept trying al today and after pressing the "start charge" button his insr screen flashes 2 times and then it goes blank. Pt denies any damage on his equipment. Pt attempted to turn his stimulation on with his patient programmer pp and was unable to do so. At one point he said that he felt stimulation during the call (the pt had a hard time clarifying if he really did or not). Caller was redirected to the healthcare provider (hcp) to address possibly over discharged ins.